Event description:
It was reported that the procedure was to treat an unspecified procedure. During the procedure, when inflating the indeflator, it was noted to be split between the base and the pressure display frame (into 2 parts). Another indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event: date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during shipment and/or during preparation for use resulted in compromising the indeflator such that during inflation resulted in the reported/noted faceplate and gauge separations; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.